Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-06-0240 - tru cc femoral size 4 left. (B)(6) 02-010-66-3001 - metaphyseal femoral cone, large, h32mm. (B)(6) 02-012-60-2080 - tru stem ext 20mm x 80mm. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D. Updated suspect medical device added product information. H6: corrected the following: health effect - clinical code, impact code, component code, type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
B3 this follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.